Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the nurse noticed the bovie pencil was on the left upper/middle thigh. I went to reach for the bovie to put it back in its holder and noticed it was stuck. There was a two inch superficial burn where the bovie was sitting. The bovie was placed back in the holder, the wound was inspected and irrigated the wound and closed the skin with 4-0 monocryl followed by dermabond applied for dressing. After the drapes were removed, the skin was inspected for any other possible burn areas. Patient will be notified once awake from anesthesia.